Manufacturer narrative:
G5:510(k)#: k102985; b4:04aug2021. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site, and it was determined that the touchscreen needed to be replaced to return the device to working condition. The fse replaced the touchscreen to resolve the issue and bring the device back to functionality.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called into technical support (ts) reporting that the device has a touchscreen error. The customer reported there was no patient involvement at the time the issue was discovered.